Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with redness and reported a drainage from the incision site. The hair was removed from the incision site and the patient also had antibiotics for urinary tract infection. Redness and drainage is an indication of an infection. There were no additional adverse patient effects reported. The product remains in service.